Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A third party service provider inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and backlight inverter pcbs. The software on the gui pcb was uploaded. After performing self-testing, the safety valve open message displayed (cannot set patient). The software was uploaded again on the gui pcb, the ventilator was back in working condition.

Event description:
It was reported an 840 ventilator's lower display was blank. There was no patient involvement at the time of the reported incident. A non medtronic/covidien service provider inspected the device and confirmed the reported incident. The service provider determined the graphical user interface (gui) printed circuit board (pcb) needed to be replaced. Medtronic/covidien was not authorized to repair the device.